Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet wake/sleep button intermittently did not respond when pressed, though normal function resumed during the call and the user agreed to capture video if the issue recurs. Symptoms included no adverse clinical effects. Outcomes included no impact to blood glucose, no alarms, and no medical intervention or hospitalization. Investigation included user interview and request for event documentation via video to characterize the button response. Investigation of this case revealed normal operation at the time of assessment with no observed device alerts, consistent with an intermittent user interface responsiveness concern localized to the wake/sleep button. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to the inability to reproduce the issue during troubleshooting.